Manufacturer narrative:
Correction: in review of the file, it was noted that there was a typo in the year of the date entered (4/18/2018) in section - date received by manufacturer in the initial MDR. The correct date is 4/18/2019. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: n/a lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the 1-day post op visit, the intraocular lens (iol) implanted into the left eye was observed to have rotated from its initial position of 08 degrees to a position of 173 degrees. The patient complained of blurry vision. The iol was rotated at slit lamp at the 1 day post-op visit. There was no patient injury and the issue does not significantly affect the patient¿s ability to complete activities of daily life. The patients visual acuity has improved. No additional information was received.